Manufacturer narrative:
Efforts to obtain additional information relevant to the reported event from cvs specialty pharmacy were unsuccessful. At the time of this report, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 29-dec-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc on 30-dec-2025. It was reported that the patient was admitted to the hospital after experiencing issues with both remunity systems. It was reported that the patient's remunity pump (serial number: (B)(6) would repeatedly shut off but would restart after the patient removed and replaced the batteries. Additionally, it was reported that the patient's backup remunity pump was not functioning as expected; however, no further details regarding the specific device issue were provided.